Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed due to a lack of product/information. The black inserter end cap was not returned with the device. Medical records were not provided. Visual examination of the returned product revealed that the inserter shows signs of use and wear. The strike plate has impaction/indentation marks, and the inserter base has some gouges. Both prongs on the distal end of the inserter base are also damaged, and the proximal end of the handle is scratched and gouged. There is some epoxy residue on the threads of the handle's distal end. Measured the length of the handle and the strike plate diameter; both measurements are conforming. Product information obtained from etch. The reported inserter and glenosphere products were reviewed for compatibility, with no issues noted. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument, the tip of the instrument fractured off. There was no report of a foreign body retained or harm to the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.